Manufacturer narrative:
The exact cause of the event could not be determined further information such as primary operative report as well as patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as insufficient information was received by siw. If additional information become available to indicate further evaluation is warranted, this record will be re-opened. Siw will continue to monitor for trends.

Event description:
A request for a mets distal femur has been received for a revision due to infection. It has been further reported that the mets distal femur has been in situ for 10 years.

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device not available.

Event description:
A request for a mets distal femur has been received for a revision due to infection. It has been further reported that the mets distal femur has been in situ for 10 years.